Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 curved needle delivery system t2 anchor did not deploy. T1 was not removed from the joint. A back-up device was available to complete the procedure. The surgery was delayed for only 5 min. The patient was stated to be injured because of the implant left in the meniscus.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusive investigation and evaluation were limited. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting triggering deployment ring during removal from packaging. Use inconsistent with instructions for use recommendations. Inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360 curved needle delivery system t2 anchor did not deploy. T1 was not removed from the joint. A back-up device was available to complete the procedure. The surgery was delayed for only 5 min. The patient outcome is unknown.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 anchor did not deploy.¿ t1 was not returned. Suture had been cut at t1 location. T2 and balance of suture were returned separated from the delivery needle track. T2 was found bent into a ¿v¿ shape. This occurs when an anchor is pulled back through tissue post deployment. The condition is not aligned with the non-deployment report. It is more suited to inadequate securing as intended in the tissue. The delivery needle does not show damage although the clear inner sheath that retains the suture pack and t2 tail indicated that t2 had been more than typical by the inner sheath. The device cycled and actuated as expected. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Root cause was not determined.

Manufacturer narrative:
H3, h6: one 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 anchor did not deploy.¿ t1 was not returned. Suture had been cut at t1 location. T2 and balance of suture were returned separated from the delivery needle track. T2 was found bent into a ¿v¿ shape. This occurs when an anchor is pulled back through tissue post deployment. The condition is not aligned with the non-deployment report. It is more suited to inadequate securing as intended in the tissue. The delivery needle does not show damage although the clear inner sheath that retains the suture pack and t2 tail indicated that t2 had been more than typical by the inner sheath. This observation was brought to the attention of manufacturing. The device cycled and actuated as expected. Please note: inadvertent flexing and twisting, even if temporary, may encourage or impede release of anchors. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Root cause was not determined. Occurrence rate is monitored by monthly surveillance. No further investigation is warranted at this time.